Event description:
It was reported that the pump off authorization form was requested. The patient was electing to not continue the therapy and was weaned off medication already. The pump was currently alarming but the health care provider (hcp) could not identify which alarm was sounding, non-critical or critical. The reporter indicated the hcp was currently at the hospital with the patient and would need to call the hcp to clarify. The hcp with the patient was asking for the pump off password. It was later clarified the pump was being turned off because it was alarming. The device system was used to deliver lioresal. It was later reported that the patient was not experiencing any symptoms and that the pump had been turned down. The alarm that had previously reported was due to no medication in the pump. The patient no longer wanted the pump and as reported the pump was turned down. It was noted the battery life was nearing the end. The pump was successfully turned off on (B)(6) 2013. The device was still implanted in the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l51341, implanted: (B)(6) 1999, product type: catheter. (B)(4).